Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 51 mg/dl, and the meter bg reading was 612 mg/dl. Reportedly, a second cgm bg reading was below 70 mg/dl, and the meter bg reading was not provided. Reportedly, a third cgm bg reading was 160 mg/dl, and the meter bg reading was 115mg/dl. As a result of the inaccurate values, the customer experienced a low bg of 43 mg/dl and consumed carbohydrates in an attempt to resolve bg¿s. Subsequently the customer was admitted to the hospital on (B)(6) 2021 and was treated with intravenous saline and insulin. At the time of the report with tandem technical support (cts), there was no permanent damage and the customer was still admitted to the hospital and declined further follow-up from cts. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.